Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and wound dehiscence.

Event description:
Healthcare professional reported right side removal was noted as "draining incision.¿ healthcare professional reported additionally ¿patient had a pinhole opening in her right incision that extended down to the patients implant. Patient prescribed antibiotics. Patient had a splitting stitch and implant could be seen, cultures were sent.¿ device has been explanted and replaced.